Event description:
The customer reported to olympus, the evis exera iii xenon light source spare lamp was on. It was reported that the main lamp was replaced and switch on, but the spare lamp was still on. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
It was reported that the customer called the olympus technical assistance center (tac) for troubleshooting help and stated that the light source spare lamp was on all the time. The customer was assisted by an olympus representative. The customer was advised to replace the main lamp and switch the rear main lamp setting from manual to auto and then cycled the power. However, this did not resolve the issue because the main lamp was turned on, but the spare lamp light was still on. According to the olympus rep this indicated something wrong with the spare lamp and the device needed to be sent in for evaluation and repair. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.